Event description:
During an incident in 2002 involving patient who had major trauma to the head and chest from an auto accident, this defibrillator, attached with defib pads, shut down with no prompt audio or visual after 10 or 15 minutes. The unit was powered back on and worked. The pt did not survive. The user stated that "at one point, the defib did start to charge to shock, but then aborted the shock". He also stated that pt care was not compromised due to the extent of the trauma. Today, the unit powers on intermittently. The customer has an mcm printout showing a "service mandatory 10: control processor fail" message at the point the unit shut down.